Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The powershell was fully seated in the clamshell but was not recognized. A review of the device history record indicates this product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. The clamshell not being recognized is due to a poor internal connection in the clamshell connector. Root cause analysis of defective clamshells showed damage to the connector as a result of the manufacturing and assembly process. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lobectomy procedure, after the handle was inserted into the shell, the screen blacked out. The button was pushed and the screen showed the handle insertion indicator, although the handle was already inserted into the shell. The shell was replaced and the device could be used with no problem.